Manufacturer narrative:
(B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. [(B)(4)].

Event description:
Literature article entitled ¿total knee replacement in patients with multiple sclerosis". Literature article "total knee replacement in patients with multiple sclerosis" (2004) by f.j. Shannon, d. Cogley, and m. Glynn published by the knee doi:10.1016/j.knee.2003.10.006 was reviewed. The article purpose: to present a series of two patients, both with ms, who presented with painful oa of a knee, warranting total knee replacement. The article reports: the first patient reported was implanted with a competitor product, but the second patient was implanted with a depuy lcs knee system. This patient experienced painful involuntary spasticity of his hamstrings immediately post-operation which resulted in dislocation of the tibial insert. Open reduction was conducted to correct this issue. Examination under anaesthetic confirmed that the patient had join instability. 4 years post-operation the patient's rom is back to where it was pre-operatively and he is unhappy with the outcome of the procedure. This literature article does not say exactly which lcs components were used so I'll assume they used the configuration with the most parts. Depuy products involved: lcs knee system. Complications: surgical intervention (1), insert dislocation (1), joint instability (1).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Investigation methods: was patient affected: yes. Device history reviewed: no. Lot trace obtained: no. Complaints database searched: no. Product checked: no. Label checked: no. Product pulled from stock for inspection: no. A review of complaint databases was not possible as no product details were received. It should be noted that no device was returned. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per (B)(4).